Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system and failed self test. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test due to faulty board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and excessive ¿no delivery¿ alarm error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was tested with no compromised force sensor system alarm noted.